Event description:
An initial report has been received reporting a joystick surging and both stabilizers shocks sticking. A call was placed to the reporter of this incident for additional information. No report of any injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1143190, rev.k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.